Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), developed an infection. The ipp was explanted and the area was treated with antibiotics. A new ipp was implanted. No additional patient complications were reported.